Event description:
It was reported that this lv lead exhibited high out of range pace impedance measurements in addition to increased threshold measurements. The lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).